Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath was opened, the white dilator was bent. The dilator was never inserted into the sheath. Versacross connect for faradrive dilator was used. Transeptal, pre-map with a non-bsc catheter, and ablation with the farawave were all fine. During the post map with the catheter in the left atrium, blood was leaking out of the sheath valve. Aspiration was normal with no air. The procedure was completed without patient complications using the same faradrive sheath, this is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. Inspection of the media attachment was used to identify the bent dilator as mentioned in the complaint summary as the native dilator was not returned with the complaint sheath. This defect was likely caused during the transportation or storage of the device. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external valve torn on the inner face by the center slit and the internal valve torn on both faces, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that a faradrive steerable sheath during procedure presented first the dilator bent, so this couldn't be used, a versacross dilator was selected as replacement, but the sheath then leaked blood through the valve. The faradrive sheath was opened, the white dilator was bent (picture attached). I offered to open a new sheath, and the physician elected not to. The white dilator was never inserted into the sheath. Versacross connect for faradrive was used. Transeptal, premap with the a non-bsc catheter, and ablation with the farawave were all fine. During the post map with the catheter in the left atrium, blood was leaking out of the sheath valve. Aspiration was normal with no air. The procedure was completed without patient complications using the same faradrive sheath, this is expected to be returned.